Event description:
It was reported "when trying to use the product in the anesthesiology department, one of the products could not be used because the wire was bent, and the other one could not be used because there was resistance when puncuturing. It was found prior to use on the patient." Associated MDR numbers include: 9680794-2024-01255.

Manufacturer narrative:
(B)(4). The customer returned one, opened radial artery catheterization set for evaluation. No definite signs of use were observed on the returned device. Visual inspection of the returned sample revealed the guide wire was curled within the guide wire tubing proximal to the hub adapter and a portion of the guide wire was protruding outside of the tubing. No signs of damage were observed on the guide wire tube. No signs of a "bubble" were observed on the guide wire tube adapter nor were there signs of adhesive on the returned sample. Signs of stress were observed on the proximal hub of the guide wire tube adapter. It was noted the guide wire handle was returned at the proximal end of the guide wire tube. The returned guide wire length measured 4 5/8", which is within the specification limits of 4 7/16"-4 11/16" per the product drawing. The guide wire outer diameter measured 0.389 mm which is within the specification limits of 0.381-0.404 mm per the guide wire product drawing. Functional testing of the guide wire could not be performed due to the nature of the damage. The guide wire was unable to be readjusted to advance through the hub adapter. Manufacturing was contacted as a part of this complaint investigation. They stated it is unlikely the defect would have occurred during the manufacturing process as there is a 100% inspection for each device. Finished good ra-04122 is sold in two components: the guide wire tube and the catheter/needle component , which is to be assembled by the user by inserting the hub adapter to the cannula hub. The device was returned assembled, which suggests the damage to have occurred during user assembly; however, the root cause cannot be determined due to the discrepancy between the report the defect was observed prior to use and the sample received. A device history record review was performed, and no relevant findings were identified. The instructions-for-use (IFU) provided with this kit warns the user, "warning: to reduce the risk of guidewire damage, do not retract guidewire against edge of needle while in vessel. Precaution: if resistance is encountered during guidewire advancement do not force feed, withdraw entire unit and attempt new puncture." The customer report of a kinked guide wire was confirmed through complaint investigation of the returned sample. The guide wire was curled within the guide wire tubing proximal to the hub adapter. A device history record review revealed no relevant findings to suggest a manufacturing related cause. The device was returned assembled, which suggests the damage to have occurred during user assembly; however, the root cause cannot be determined due to the discrepancy between the report the defect was observed prior to use and the sample received. Teleflex will continue to monitor and trend on reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "when trying to use the product in the anesthesiology department, one of the products could not be used because the wire was bent, and the other one could not be used because there was resistance when puncuturing. It was found prior to use on the patient." Associated MDR numbers include: 9680794-2024-01255.